Manufacturer narrative:
The customer complaint was confirmed during functional testing. The root cause of the issue was due to a faulty processor board. The autopulse platform is a reusable device and was manufactured on may 5, 2005. Therefore, this type of issue is characteristic of normal wear for the life of the device. Visual inspection was performed and damage was found to screw posts, the flexible patient restraint assy, battery compartment, motor cover, encoder cover. It was also observed that one of the restraint pin assy and battery partition cover were missing. The archive data was found to be corrupted, as a result could not be downloaded. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, it was reported that the autopulse platform (s/n: (B)(4)) displayed a message of system error-revert to manual CPR. There was no patient involvement reported.